Event description:
It was reported that this right ventricular (rv) lead connected to an implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements greater than 2000 ohms. Technical services (ts) discussed that, there have been spikes in impedance measurements. The patient stated that this device emitted beeping tones. No adverse patient effects were reported. This device system remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead connected to a implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements greater than 2000 ohms. Technical services (ts) discussed that, there have been spikes in impedance measurements. The patient stated that this device emitted beeping tones. No adverse patient effects were reported. This device system remains in service. Further information was received that ts reviewed device data and noted that the intermittent variability in the pacing impedance may be attributed to fretting at the ring contact and that the presenting electrogram (egm) was clean/artefact-free. Continuing normal, routine follow-up was recommended. No adverse patient effects were reported. This device system remains in service.